Manufacturer narrative:
Investigation is still in progress. A supplemental report on device eval will be submitted once it is completed. The customer was contacted by biosense webster field service engineer. The hosp staff stated that they do not consider the steam pop to be related to any of the bwi equipment. No further action is required from technical service.

Event description:
It was reported while performing an afib ablation, with generator setting at 30 watts, on the anterior wall in the left atrium and a steam pop occurred. The pt developed pericardial effusion following the steam pop. A pericardiocentesis was performed. The pt was stable and had been transferred to the ICU.